Manufacturer narrative:
Pump was received with broken battery tube threads. The battery cap will not secure to the battery tube and unable to perform the displacement test due to broken battery tube threads. Pump was also received with scratched case, case cracked behind the pump near the battery compartment, pillowing keypad overlay, cracked select button keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 6.8 mmol/l at the time of the incident. The customer stated that the pump was cracked around the battery compartment and the battery will not remain in place. The product was returned for analysis.